Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was returned broken to the distributorship. It is unknown when or how the device broke.

Manufacturer narrative:
Visual inspection of the returned persona tibial articular surface provisional (tasp) bottom confirmed that the device has fractured in half. Only half of the product was received for exam; it was observed that the half piece identified the product and part and lot numbers. A gouge on posterior side noted that is likely from when the device was broken. This is a known reported issue which has been investigated through corrective actions. This device is used for treatment. The sales representative stated that the device was fractured by the hospital sterilization department and there was no patient involvement. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification was implemented. As such, a previously addressed design issue is considered as the root cause.